Event description:
A healthcare professional reported that two tubings were detached from the cannula. The even was noted during surgery. There was not pt impact. The delay caused during surgery was minimal and concerned only to the time to change the tubing. Additional info has been requested but not received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional info has been requested, but not received to date. (B)(4).